Event description:
It was reported that a patient underwent an unspecified ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the medical team identified a defective, leaky valve. The issue occurred while the sheath was in use on the patient. The hemostatic valve and brim cap were not detached, damaged, or otherwise displaced. Blood return was reported as "some millimeters". No patient consequences were reported. The hemostatic valve leak is MDR-reportable.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 13-oct-2023, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an unspecified ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the medical team identified a defective, leaky valve. The issue occurred while the sheath was in use on the patient. The hemostatic valve and brim cap were not detached, damaged, or otherwise displaced. Blood return was reported as "some millimeters". No patient consequences were reported. Device evaluation details: visual analysis of the returned sample revealed that no damage was observed. Microscopic examination of the hemostatic valve surface does not show stress marks on the outer diameter. A back pressure test was performed, and no issues were observed. A device history review was performed for the finished device (B)(6) number, and no internal actions related to the complaint were found during the review. There was no leakage and no bubbles were detected. Therefore, the complaint was not duplicated, and it could not be confirmed. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following warning stated in the IFU (instructions for use): before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2023, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).